Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06dec2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that while using the bd ultra-fine¿ pro pen needle user noticed that the pen needle can over twist. Although the pen needle clicks into place, the customer had to screw the pen needles on even tighter.". This occurred with 2 needles. The following information was provided by the initial reporter, translated from german: "pharmacy informs us that a customer noticed that some of the injection solution had leaked out during the injection. She had noticed that the pen needle can overtwist. Although the pen needle clicks into place, the customer had to screw the pen needles on even tighter."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd ultra-fine¿ pro pen needle user noticed that the pen needle can over twist. Although the pen needle clicks into place, the customer had to screw the pen needles on even tighter.". This occurred with 2 needles. The following information was provided by the initial reporter, translated from german: "pharmacy informs us that a customer noticed that some of the injection solution had leaked out during the injection. She had noticed that the pen needle can overtwist. Although the pen needle clicks into place, the customer had to screw the pen needles on even tighter."